Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have depleted prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device was disposed of by hospital staff and will not be returned. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population.